Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) list the following potential complications: "those associated with gastrointestinal endoscopy and endoscopic hemostasis include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest, hematemesis, transient dysphagia, aspiration pneumonia, wound dehiscence, minimal acute inflammatory tissue reaction, transitory local irritation, migration of clip into the bile duct, and anatomy disruption." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used two (2) cook instinct endoscopic hemoclips. The devices caused perforation to occur; the patient was sent to surgery to have repair performed. The following additional information was provided by the sales representative on (B)(4) 2019: the initial placement of the clips occurred on (B)(6) 2019. They [the patient] came back on (B)(6) 2019 with abdominal pain. [The patient was] transferred to another [facility]. [The physician] went in and did an abdominal repair of a microperforation. It [the target site of the original procedure] was initially a 2 cm mass in the right colon that [the physician] was working on. The following additional information was provided on (B)(6) 2019: [the physician] applied two (2) clips to treat post polypectomy and no issues were reported. The patient presented in the emergency room four (4) days later with abdominal pain. Due to no gastrointestinal consult [available] after hours at the facility, the patient was sent to a different facility and treated by a general surgeon to treat the microperforation laparoscopically. An unintended section did not remain inside the patient's body. After the initial clipping procedure, the patient returned to have surgery to repair a perforation. Our attempts to collect additional information regarding patient outcome were unsuccessful. However, the information able to be collected does not indicate that the patient experienced any subsequent adverse effects.